Event description:
It was reported the "stimulation doesn't work", it "burns out batteries", and "can't change the stimulation." Further attempts to contact the reporter were not successful.

Manufacturer narrative:
(B) (4).